Event description:
The account alleged the bed is not functioning.

Manufacturer narrative:
The technician found the bed had not power, the service light was on, and the gci was off not allowing the technician to check the codes on the gci. The technician replaced a damaged cable assembly to repair the bed.